Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, after connecting the leads during an implantation procedure, no pacing spike was delivered. The pacemaker could not be interrogated and did not react to magnet application. As a result, this pacemaker was not implanted and should be returned for analysis.

Event description:
Reportedly, after connecting the leads during an implantation procedure, no pacing spike was delivered. The pacemaker could not be interrogated and did not react to magnet application. As a result, this pacemaker was not implanted and should be returned for analysis.

Manufacturer narrative:
Please refer to the attached investigation report.